Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. A service and repair record review was attempted for the subject device. A service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 6-jul-2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported that the battery powered driver has water damage and that the device keeps running. The reported issues were discovered during routine testing; there was no patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was performed ¿ customer reported the device was running continuously and had water damage. The repair technician reported motor failure as the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired, passed synthes final inspection and returned to the customer on (B)(4) 2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.